Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted and replaced.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: white calcification(20%), opening curved on posterior, non-penetrating nicks and creases flat. Leak test and microscopic analysis was performed which identified: sharp opening on posterior and non-penetrating nicks. The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted and replaced.